Event description:
User facility voluntary medwatch was received that stated the following: "IV male connector end broke off inside close to the 3-way stopcock while changing tpn with very little finger force. We have the device and pictures if you need them." Upon further query the following info was provided that indicated breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to an unspecified female adapter of a 3-way stopcock. The male adapter of the 3-way stopcock was connected to the pt's umbilical venous central catheter (uvcc) and being used to deliver an unspecified volume of tpn (total parental nutrition) at an unspecified rate. After an unspecified length of time, it was reported that during a tubing change, the tubing set reportedly fell apart. At this time when the nurse tried to reconnect the option-lok male adapter to the 3 way stopcock, it was noted the distal tip of the option-lok male adapter of the tubing set had broken off and was lodged in the female adapter of the 3-way stopcock. The tubing set and the 3-way stopcock were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2013. (B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.